Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via e-mail that insulin pump alarmed no delivery. Customer states that the alarm recurred after changing multiple infusion sets and reservoirs. Customer¿s blood glucose was unknown at time of incident. Product will not be return for analysis.